Manufacturer narrative:
It was reported that a high intensity heat source was placed on the drape which resulted in smoke and left a small hole in the drape. The facility reported that there was no injury or patient contact associated with this incident. The sample was not returned for eval. No lot number was provided. We have determined the most likely root cause for this incident to be user error. We have had no other similar issues reported to us for this drape. However, due to the reported incident and in an abundance of caution, this medwatch report is being filed.

Event description:
A high intensity heat source was placed on the drape which resulted in smoke and a small hole in the drape.